Event description:
It was reported that a pump was programmed to deliver 250ml of normal saline with 1gm of vancomycin at a rate of 125ml/hr. The infusion was started at 8:45am, however, the pump was not delivering fluid. The customer stated that the pump did not alarm until 11:00am. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and a flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within specification. An additional flow rate test was performed using the event infusion parameters found in the log history (for a period of one hr) with the unit passing. Excessive drip and pressure testing was conducted at 60 degrees fahrenheit with the unit passing. Upstream occlusion and downstream occlusion tests were also performed per the sigma preventive maintenance procedure with the unit passing. Review of the device history log shows that the pump was not in use on the reported day of the event. A vancomycin infusion on the previous day occurred during the reported time (8:45 to 11:00am). However, no occlusion alarms were observed and no malfunction could be identified.